Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced multiple high blood glucose levels of 431mg/dl, 415mg/dl, and 470 mg/dl. The customer called for assistance with programming insulin pump per health care professional's instructions. The customer was under doctor's care and was taken off metformin and expected to have highs. Customer was treated with injection and was being monitored by doctor. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.